Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history review (dhrs) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A power button issue was reported with the abbott diabetes care (adc) reader. Customer reported being unable to test due to reader not turning on after being dropped or damaged. As a result, customer experienced a loss of consciousness, "weakness", "tremor", and was unable to self-treat, requiring contact with emergency services. Upon arrival an emergency services healthcare professional treated the customer with glucagon (dose unspecified). There was no report of death or permanent injury associated with this event.